Manufacturer narrative:
Device passed displacement test, a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. No unexpected resetting time/date after changing battery noted. Device received with corroded battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and failed battery test. The customer¿s current blood glucose level was 541 mg/dl at time of incident and current blood glucose level was 80 mg/dl. The customer stated that while driving to doctor office pump had failed battery test. The customer was treated with pump. The customer stated that the batteries were replaced and pump showed not charged. The customer declined troubleshoot for high blood glucose level. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.